Manufacturer narrative:
A review of the complaint database did not indicated any previously reported allergic reactions to trimo san. The patient is said to be a first time wearer. The patient may be allergic to silicone. Silicone allergies are rare. The investigation is currently on going. This report will be supplemented as new information is obtained.

Event description:
Patient was fitted for a pessary. Patient later developed a rash believed to be cause by the trimo san gel used in conjunction with the pessary. The patient was given a medication for the rash.